Manufacturer narrative:
The device has not been received to date. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a endoscopy procedure, the video system center had a e-337 and the cooling fan not working. The procedure was cancelled. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, error code e337 was determined to have occurred due to the failure of the fan, but they could not identify the cause of the failure of the fan. A fan replacement was recommended. Olympus will continue to monitor field performance for this device.